Event description:
During a rigid/flex bronch case, surgeon requested an icast stent for deployment to segment of right bronchus. During deployment the stent did not deploy. Surgeon chose not to try another stent. Manufacturer response: for prosthesis, tracheal, expandable, icast (per site reporter).